Manufacturer narrative:
Siderail latch.

Event description:
It was reported by service report that the left siderail was damaged and would not lock in the upright position. No pt involvement or adverse consequences are reported.